Event description:
Reported one false positive sars result on sofia flu+sars. Patient was asymptomatic. The customer communicated the result was confirmed negative by molecular (pcr testing).

Manufacturer narrative:
Investigation conclusion: tested 5x retained devices with negative standard. All devices yielded valid and accurate negative results at the 15 minute result read time .a review of the DHR found that the lot met all release criteria. Root cause: unable to determine. Source: email.